Manufacturer narrative:
(B)(4). The patient was born on an unspecified date in 2007. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. It was reported that the patient was performing continuous ambulatory peritoneal dialysis (capd) due to the peritonitis (no further detail was provided). The patient was not hospitalized for the event. Treatment and patient outcome were not reported. No additional information is available.